Event description:
It was reported that during a follow-up, the device exhibited loss of ventricular capture. When the lead tested normal, the pulse generator was replaced. The patient's condition was good before and after the event.